Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became frozen. There was no reported impact to customer's blood glucose level. Reportedly, customer has back up insulin for insulin therapy.

Manufacturer narrative:
Follow-up: (B)(6) 2016: customer contact reported that customer was hospitalized during reported event for approximately 3 days due to not being able to use pump. Reportedly, the cartridge syringe was being used for diabetes management during this event and customer subsequently experienced a low blood glucose level below 60 (mg/dl). Customer was treated with glucose saline drip in the hospital and resumed pump therapy when replacement arrived.